Event description:
As reported, during a laparoscopic inguinal hernia repair, "the device nurse discovered that the inner packaging of 0315311 (3dmax mesh) had been torn and sterilization had been compromised while removing the inner packaging." Another 3dmax mesh was used to complete the procedure. There was no patient harm.

Manufacturer narrative:
As alleged, while opening the 3dmax mesh package it was noted that the inner package had been torn. The physical sample has been received for evaluation. Review of the returned sample is currently ongoing, as such no conclusions have been made. When the sample evaluation is completed, a supplemental MDR will be submitted. Review of the manufacturing records was performed and found the lot was manufactured to specification. To date this is the only reported complaint for this lot of (B)(4) released for distribution. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the sample evaluation results. Evaluation of the sample finds the tyvek pouch to be open as received. Evaluation of the returned sample finds that the seal adhesive transfer in the areas that were opened showed that the seal was complete. There was no evidence of missing seal or seal creep. Inspection of the pouch indicated that there are no tears/rips present on the pouch, and the pouch was sealed correctly with no evidence not being sealed. No manufacturing anomalies were found. Updated fields: b4, d9, g3, g6, h2, h3, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a laparoscopic inguinal hernia repair, "the device nurse discovered that the inner packaging of 0315311 (3dmax mesh) had been torn and sterilization had been compromised while removing the inner packaging." Another 3dmax mesh was used to complete the procedure. There was no patient harm.

Manufacturer narrative:
As alleged, while opening the 3dmax mesh package it was noted that the inner package had been torn. The physical sample has been received for evaluation. Review of the returned sample is currently ongoing, as such no conclusions have been made. When the sample evaluation is completed, a supplemental MDR will be submitted. Review of the manufacturing records was performed and found the lot was manufactured to specification. To date this is the only reported complaint for this lot of (B)(4) released for distribution. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.